Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a revision procedure in which the lead was replaced. The patient is recovering as expected. The explanted lead will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a revision procedure in which the lead was replaced. The patient is recovering as expected. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block d2b: lgw, qrb.investigation summary:based on the available information, boston scientific has determined that the event of high impedances is a known inherent risk with use of the device, as documented in the instructions for use (IFU). Device history record review:a review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis:the explanted lead was not returned as it was disposed by the medical facility. As such, physical analysis has not been conducted in our laboratory. Labeling review:a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, and persistent pain at the ipg or lead site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.investigation conclusion:the explanted lead was disposed by the medical facility and as such physical analysis has not been conducted in our laboratory. However, a labeling review was conducted which determined that the reported event of high impedances is a known risk associated with the use of the device, as documented in the IFU.